Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months, 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient had positive blood cultures growing staph. There was also erythematous cellulitis involving the patient's peripherally inserted central catheter (PICC) line site, which the patient reported to have previously exposed to water. It was noted that the PICC line would likely need to be replaced. Intravenous (IV) antibiotics were started.

Manufacturer narrative:
Section b5: additional information. Manufacturers investigation conclusion: a correlation between the device and the reported infection could not be conclusively determined through this evaluation. No alarms reported. The patient was discharged home on (B)(6) 2018 in stable condition. Infection is listed in the IFU as an adverse event that may be associated with the use of the hm2 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was discharged to home and IV antibiotics were to be continued through (B)(6) 2018. The patient then remained on oral antibiotic for chronic suppression due to the presence of the lvad and automatic implantable cardioverter defibrillator (aicd).